Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Solicited: patient reported freedom 60 pump is broken. No additional information provided with regard to patients product or medication. Reported to (B)(6) by pt/caregiver.